Event description:
The customer reported a contained reagent probe a leak from the unicel dxc 800 synchron system. The customer stated that the instrument generated cuvette not dry errors and the customer observed approximately 30 ml of fluid leaked on the reaction wheel cover receptacle under reagent probe a. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or direct exposure with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone and advised the customer to check the reagent syringe. The customer verified that fluid lines were found to be tight. A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and found a hole on the left reagent crane tubing where the tubing was rubbing on the crane cover. The fse replaced the tubing and no further leaks were observed. Beckman coulter internal identifier for this report is (B)(4).